Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was frozen and did not boot up. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that there was a software issue and restarted the system, but it did not resolve the issue. The fse connected the suite pc and ts to the hospital's wall power and tried to install the original suite-pc software from table tsm, but it failed. The fse determined that the suite pc need replacement. The defective suite pc was returned for analysis, and it confirmed defective hdd bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). To resolve the reported issue, the fse replaced the suite pc, network switch, and touch screen module. After replacement the fse found that the keyboard buttons were pressed against the wall which caused the fail to software load. After disconnecting the keyboard software was successfully loaded and, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was frozen and did not boot up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.